Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 17feb2020 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that on (B)(6) 2020 his humapen ergo ii cartridge holder was cracked. On an unknown date, he experienced increased blood glucose. The investigation of the returned device (batch 1612d04, manufactured december 2016) found the cartridge holder was broken from the needle thread end to the shoulder. Due to this damage, no further testing could be conducted. Malfunction confirmed. The damage to the device occurred in the field (not related to the manufacturing process). An internal examination of the device found all components normal. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core instructions for use provide proper care and storage instructions. There is evidence of improper use. The cartridge holder damage is consistent with damage while in the field. This may be relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a 63-year-old (at the time of initial report) asian male patient of han nationality. Medical history included cerebral infarction and gallstone. Concomitant medications included acarbose, ginkgo biloba, epalrestat and clopidogrel sulfate; all for unknown indications. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix50) from cartridge via (blue, plastic)reusable pen device (humapen ergo ii), 13 units in morning, 16 in evening, twice daily, for the treatment of diabetes mellitus, beginning sometime in (B)(6) 2018. On an unknown date while on insulin lispro 50/50 treatment, he had high blood glucose (values, units and normal reference range not provided) for which he was hospitalized on an unknown date. On (B)(6) 2020, needle near the cartridge holder of humapen ergo ii (blue, plastic) device was cracked (pc number: (B)(4) and lot number: 1612d04). Information regarding additional corrective treatment and outcome of event was not provided. Insulin lispro 50/50 treatment was continued. The operator of the humapen ergo ii device and his/her training status was not provided. The humapen ergo ii specific device general model duration and suspect humapen ergo ii device duration of use was not provided (from about the end of 2018 to 8-jan-2020). The humapen ergo ii device was discontinued on (B)(6) 2020. The suspect humapen ergo ii device associated with product complaint (B)(4) was returned to the manufacturer on 21jan2020. The reporting consumer did not know if the event was related to insulin lispro 50/50 treatment while did not provide the relatedness with its humapen ergo ii device. Edit 24-jan-2020: upon review of information received on 09-jan-2020, product complaint details were added and pc was processed accordingly. No medically significant changes were done. Edit 28jan2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 17feb2020: additional information received on 17feb2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to yes/not cirm, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the suspect humapen ergo ii device associated with product complaint (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a (B)(6) year-old (at the time of initial report) asian male patient of han nationality. Medical history included cerebral infarction and gallstone. Concomitant medications included acarbose, ginkgo biloba, epalrestat and clopidogrel sulfate; all for unknown indications. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix50) from cartridge via (blue, plastic) reusable pen device (humapen ergo ii), 13 units in morning, 16 in evening, twice daily, for the treatment of diabetes mellitus, beginning sometime in (B)(6) 2018. On an unknown date while on insulin lispro 50/50 treatment, he had high blood glucose (values, units and normal reference range not provided) for which he was hospitalized on an unknown date. On (B)(6) 2020, needle near the cartridge holder of humapen ergo ii (blue, plastic) device was cracked (pc number: (B)(4) and lot number: 1612d04). Information regarding additional corrective treatment and outcome of event was not provided. Insulin lispro 50/50 treatment was continued. The operator of the humapen ergo ii device and his/her training status was not provided. The humapen ergo ii device general model duration and suspect humapen ergo ii device model duration of use was not provided (from about the end of 2018 to (B)(6) 2020). The humapen ergo ii device was discontinued on (B)(6) 2020 and its return status was not provided. The reporting consumer did not know if the event was related to insulin lispro 50/50 treatment while did not provide the relatedness with its humapen ergo ii device. Edit 24-jan-2020: upon review of information received on 09-jan-2020, product complaint details were added and pc was processed accordingly. No medically significant changes were done. Edit 28jan2020: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.